Event description:
Narrative: needles bending when using. Used droplet pen needle 31 gauge 8mm. Symptoms: 1. Needles bending dose or amount: 1 units frequency:prn route: sq dates of use: (B)(6) 2018 thru (B)(6) 2018. Diagnosis:diabetes mellitus.